Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ors.org/transactions/61/0100.pdf. This report will be amended when our investigation is complete.

Event description:
It is reported the patient has been revised for an unknown reason. During the surgery, it was noted there was corrosion.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown femoral head, unknown acetabular cup, unknown acetabular liner, all catalog#'s: ni, all lot#'s: ni. It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.